Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited signs of suspected oversensing and undersensing upon review of an interrogation uploaded to the remote monitoring system. Boston scientific technical services (ts) suggested a possible mismatch in marker alignment as the cause of the misidentified episode. No history of prior incidents was noted and device data was sent for further engineering level analysis. The cause of the misaligned markers was confirmed to be due to an internal delay with the telemetry radio for which the device reset and restored itself to normal operation. There were no instances of inappropriate therapy or adverse patient effects. This system remains in service.